Event description:
A male with post prostatectomy was previously implanted with an aus device in 2007. In 2008, the entire device was replaced; reason not indicated. Ams has requested additional info.

Manufacturer narrative:
Add'l lot #: 520917003, 512022020 and 514398007.